Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement and the device may not advance at all. Further evaluation revealed a fractured pusher assembly. This damage was incidental to the reported complaint and likely occurred due to forceful advancement against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a microcatheter. During the procedure, a ruby coil lp would not advance out of the hub of the microcatheter. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.